Event description:
Alleged event: the clip loading failed without any clicking sound. Found during a laparoscopy cholecystectomy procedure. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot #01k1300284 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.